Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified I: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . The prosthesis wear was able to be confirmed from the provided radiographs and images of the explanted devices . If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 61 y/o male patient's left hip was revised approximately 3 years 7 months post op initial surgery. Poly used was recalled. Stem was revised to competitors device. Patient was last known to be in stable condition following the event. Devices are not returning, hospital does not release explanted implants.

Manufacturer narrative:
Section d10: concomitant products 5168652 190-30-11 - alt ha s clr std sz 11 5396347 180-65-20 - alteon 6.5mm screw, 20mm 5705460 186-01-56 - integrip cc, cluster 56mm,g3 6095033 101-05-20 - 3.2mm drill bit 20mm 1pk 6178327 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors specified in an hhe. The prosthesis wear was able to be confirmed from the provided radiographs and images of the explanted devices . *the following sections have corrected information: (h6) type of investigation, investigation findings, investigation conclusion.